Manufacturer narrative:
Additional information: b5, d9, h3. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A small amount of liquid about 20ml landed on the cart. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported receiving a draining slowly alarm during drain 2 of 3 of treatment 12-15 times prior to the leak. The patient was advised to use their cycler during the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact acknowledged the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a manual drain per the pd nurse recommendation in the absence of the cycler. The patient contact reported that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact reported that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Upon further follow up, the patient verified that the cycler set is available to be returned for physical analysis.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A small amount of liquid about 20ml landed on the cart. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported receiving a draining slowly alarm during drain 2 of 3 of treatment 12-15 times prior to the leak. The patient was advised to use their cycler during the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact acknowledged the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a manual drain per the pd nurse recommendation in the absence of the cycler. The patient contact reported that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact reported that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Upon further follow up, the patient verified that the cycler set is available to be returned for physical analysis.

Manufacturer narrative:
Additional information: d9, h3, h6 component code plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found in the cassette film. No other problems were found during the disinfection. During the visual inspection with the microscope, a cut was observed in the cassette film. No additional issues were found during the inspection. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A small amount of liquid about 20ml landed on the cart. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported receiving a draining slowly alarm during drain 2 of 3 of treatment 12-15 times prior to the leak. The patient was advised to use their cycler during the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact acknowledged the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a manual drain per the pd nurse recommendation in the absence of the cycler. The patient contact reported that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact reported that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.